Event description:
It was reported that a sling procedure was performed in 2002. The patient was in urinary retention 8 days post operatively. Patient's residual has been increasing and is now 450 ml. The sling procedure was performed under general anesthesia and the tape was spaced with a needle driver. There were no concomitant procedures. The physician reported that he planned to cut the mesh.